Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause is use error.the label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Product surveillance (cps) received a report from a home patient (hp) that she did not have a minicap to put on her transfer set when disconnecting. She did locate a minicap and then used it. The length of time without using the minicap was unknown. There was patient involvement but no reported injury or medical intervention. The home patient was contacted on (B)(6) 2011 and said she was very confused that evening during therapy. She said she woke up and was not sure what part of therapy she was in and she was unable to contact baxter for some reason so she just shut down the whole machine and disconnected. She said she could not find a minicap for a while and did not have a minicap on her transfer set for approximately 30 to 45 minutes. She said she then went back to sleep and woke up in the morning sometime and called baxter. Baxter's technical service representative (tsr) had her restart her therapy with new supplies and go through 3 cycles. The hp spoke with her nurse yesterday. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.